Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc had foreign matter on (B)(6) 2025, the nurse in the process of intravenous infusion to the patient, found that there are a large number of impurities in the heparin cap of the indwelling needle, so immediately stop the infusion, such as impurities into the blood vessels may block the microvessels, causing local tissue ischemia, increasing the risk of inflammation or thrombosis, seriously affecting the treatment of the patient's disease, then discarded the product, immediately replaced the product, verified the inspection of the new indwelling needle qualified to be put into use, and then did not occur no other adverse events occurred.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4323715): 1) the products of this batch were assembled at intima ii auto line 4 in dec 2024 and packaged at r240 package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matter was seen in the prn. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed the condition and composition of the foreign matter in the prn cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.